Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The breach in aseptic technique was reported as the patient's ¿misoperation.¿ on an unreported date, the patient was treated with ceftazidime (1g, daily) and lidocaine (daily, dose unspecified), intraperitoneally (ip) for the event of abdominal pain. Fourteen days after onset of symptoms, treatment with cephazolin sodium was stopped. On the same day, vancomycin (0.5g, daily), gentamicin (1ml every 3 days) and lidocaine (daily, dose unspecified) was administrated ip, for the event. On an unreported date, treatment with ceftazidime was stopped. Eighteen days after symptom of abdominal pain, the patient was diagnosed with peritonitis and was admitted to the hospital. The patient was retrained on proper aseptic technique. At the time of the report, the patient was recovered from the event and was discharged from the hospital.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.